Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that these right atrial and right ventricular leads were observed to be fractured via chest x-ray. The fractures were felt to be consistent with clavicular crush. The leads were surgically abandoned and replaced. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.